Manufacturer narrative:
This report is being submitted as follow up no. 2 to report that the actual device was discarded by the facility and will not be returned for evaluation.

Manufacturer narrative:
Patient codes and device codes are unable to be selected at this time, esubmitter support has been notified. The actual device has not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the solopath hemostatic valve failed. The following information was provided by the user facility: the solopath was inserted through left cfa. The dilator balloon was inflated to 20 atms for 60 sec. The physician then tried to remove the balloon after deflation when resistance was met. The balloon was then reinserted and reflated to 20 atm and deflated. The dilator was removed and blood pulsed freely through the valve. Gwa was moved to middle of valve and blood continued to flow. Sheath was deflated and removed. It was reported that the patient condition was stable. It was reported that the estimated blood loss was <250 cc. It was reported that the procedure outcome was successful with perclose embolization in right cfa. Perclose pre close, gwa was used with the product.

Manufacturer narrative:
To date, the actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.